Event description:
The customer reported that there was no conductive adhesive on the electrosurgical pt plate, and therefore the device could not be used. There was no injury associated with this report- the device was not used.

Manufacturer narrative:
H6: there was no product injury. The device was not used. The device was not within its specification, as it did not have any conductive adhesive on it. 3m has reviewed its complaint records for this device catalog number and has not found any other recent complaints or incidences of this nature. There is no trend for events of this type.